Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1.1 pocket e3 was not being detected on bus had to controlled medication. A field service engineer (fse) shut down the station and the cables to sub drawers 1.1 and 1.2 were disconnected and then reconnected. The station was then powered on, and diagnostics were run to confirm pocket detection. An acceptance test was completed successfully, and the customer was able to inventory medications with the drawer without any issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7e drawer 1.1 pocket e3 device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.